Event description:
A distributor complaint report from slovakia was submitted regarding a pump that declared alarm 20. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The event occurred during pumping, and despite attempts to load a new cartridge with the assistance of technical support, the cartridge alarm persisted. Consequently, the pump was replaced under warranty, and a replacement pump was provided to ensure uninterrupted insulin delivery. No additional information about the shipping address or return instructions for the problematic pump was available.